Event description:
MFR rec'd a report through medwatch which alleged the frame on a manual wheelchair sheared in half and resulted in a serious medical condition. No specific info or injury have been provided and the report initiator has not been identified.